Event description:
The customer reported via phone call that she could not remove the battery cap. Customer's blood glucose was 471 mg/dl at the time of the incident. Customer stated that they are unable to remove the battery cap on their pump. Customer reported that she has tried every coin available and a flat head screwdriver. Customer had high blood glucose symptoms such as dry mouth, urination, and headaches. Customer mentioned that the grooves on the side were wearing down. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.